Manufacturer narrative:
(B)(4). Additional information: was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? None at all. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? None at all. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through.  The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device was fired and clips kept falling off of vessels and tissue of stomach. This happened from the first to last firing of the device. Loose clips were retrieved and case was completed with another device of the same product code. There were no patient consequences.